Event description:
Reportedly, when the device was connected to the patient a continuous connect electrodes prompt was observed and an analysis of patient ECG could not be performed as a result. The patient was not resuscitated.